Event description:
Customer reported that the insulin pump had been returning battery related errors for over two weeks leading up to the call. While checking the alarm history, the insulin pump shut off twice. Customer reported that the insulin pump's display was blank. Blood glucose level was 180 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).